Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Information from the field indicated that there was no interaction with cardiac structures, no angulation or kink in the delivery system and the correct size delivery system was used during the procedure. The cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer septal occluder was selected for implant on 24 november 2023 using a 10f amplatzer torqvue delivery system. During implant the device took on a cobra shape. The device was removed from the patient and replaced with a new 30mm amplatzer septal occluder. The device was not released from the delivery system prior to removal from the patient. There were no interactions with cardiac structures nor were there any angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays throughout the procedure. There were no adverse effects to the patient. The patient status is reported as stable.